Event description:
It was reported during the review literature; it was noted that some subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited failure to shock during the follow up. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.